Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain and other non-malignant pain. On (B)(6) an hcp was inquiring if it was okay for the patient to have an MRI. Per the hcp, the patient stated that the pump had not worked in over 2 years. No medical symptoms were reported. No further patient complications have been reported as a result of this event.